Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went into ventricular fibrillation (vfib) last night and has had 0 lpm of flow since 22:24. The vad coordinators were questioning an obstruction in this patient but could not find anything in the event log file. The event log captured constant low flow events with the flow at zero throughout. The pump powers looked on the low side when the pump speed was set at 5000 rpm. It was currently set at 4000 rpm. Additional information received in a gfe response (B)(6) 2025 noted pocus (point of care ultrasound) showed collapsed lv, pt experienced hypotension, heart racing, anxiety, loss of pulse, actions performed were versed, defibrillator, magnesium, and amiodarone. It was stated that the patient had a pre vad history of vf with ICD implanted. Additionally, it was reported that the arrhythmia and low flows resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and collapsed left ventricle could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were active throughout the duration of the log file as the estimated flow was captured at 0.0 lpm. No other notable events or alarms were captured, and the pump appeared to function as intended. The controller periodic log file contained relevant data from the reported event dates of (B)(6) 2025 and (B)(6) 2025 at 1-hour increments. The estimated flow was captured at 0.0 lpm from 22:24:17 on (B)(6) 2025 through the end of the log file and was associated with low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. If the flow remains below 2.0 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.